Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was cystocele, rectocele, enterocele, stress incontinence and gaping vagina. The reason for mesh implantation was cystocele, rectocele, enterocele, stress incontinence and gaping vagina. Complications post pelvisoft and uretex placement were erosion of a suburethral sling and a vaginal adhesion band.